Event description:
A physician reported that during an intraocular (iol) lens implantation procedure at the time of surgery, there was a burr in the optical part. The surgery was completed on the same day. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.1., d.4., h.6. And h.11. Correction: on initial MDR the product code of a0201 was an error. It should have been a0415 on the original MDR. The manufacturer internal reference number is: (B)(4).